Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Distal femoral jig broke during surgery, the condyle pin bushing broke. Also during trialing, the 5/6 7 mm shim and 6 insert trial broke. The size 6 fab trial split, and completely broke apart when removed.

Manufacturer narrative:
Examination of the returned device confirms the reported event, the bushing has disassociated from the attune distal femoral jig. A complaint database search identified similar events for the reported failure of the returned device. The bushings were assembled to the device in the correct orientation. CAPA-(B)(4) is currently underway to address this issue. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.